Event description:
Device presented an alert, hv lead impedance out of range, possible output circuit damage. The rep attempted to perform hv lead integrity checks in clinic, but an alert was received that the charging was aborted. It appeared that the charge was delivered although the alert stated the charging was aborted. The device was explanted. Lead remains implanted, as the lead was checked extensively and was used with the new device.

Manufacturer narrative:
Failure observed during the associated ICD analysis. It is believed that the lead arced to the ICD can during delivery of a high voltage shock. The lead remains implanted.